Event description:
The customer contact reported that during testing at the user facility, it was found that the insulation inside the device on the power board had evidence of sparking. It was reported, that the customer was conducting a plump power board survey when the evidence of sparking on the inside of the insulation was found. The customer contact reported it was a random sampling of pumps. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device power board is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.